Event description:
Patient reported left side "radial folds with a small amount of fluid" via MRI "deformation especially of the implant", "severe pain", "inflammation of the mammary glands", "grade 3 breast contracture", "dislocation of breast implant" and "growth of multiple tissues around deformed areas of the implant." The event of "sleepless nights" is not device related. Device was explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: creases observed. ¿ changes in sleep: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d4, d6a, d6b, g2, h4, h6. Clarification to b3: partial date provided as "12 months ago".

Event description:
Healthcare professional later reported that "no seroma was found" during explant surgery.